Event description:
The user experienced a leak from the inside of the analyzer. The water had gotten onto the floor in a walkway. No one slipped or was harmed. They had not seen any issues with pt results.

Manufacturer narrative:
The field service rep determined the stoppers in the rinse straws had holes in them, letting the water leak out. He instructed the user to replace the stoppers and monitor for leaks.